Manufacturer narrative:
(B)(4). The distributor in (B)(6) determined that the most likely cause of the reported event was that the device¿s turbine assembly was malfunctioning. The distributor in (B)(6) was shipped a replacement turbine assembly to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the distributor in (B)(6) for the return of the alleged faulty turbine assembly for evaluation. As of (B)(6) 2015 the alleged faulty turbine assembly has not been received.

Event description:
The distributor in (B)(6) reported that the device alarmed "vent inop". It was reported that there was no patient involvement.